Event description:
It was reported that at implant, the atrial lead became detached from the atrial wall, and that for the last few years, there was poor sensing, low impedance, and increased thresholds. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.